Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately five weeks post implant of an implantable pulse generator (ipg), the 'battery life went from having twelve years left to eight years left within a month.'  The ipg remains in use. No patient complications have been reported as a result of this event.